Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was returned to b. Braun medical for evaluation. When the device was evaluated, the reported issue was not observed. Technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Delivery accuracy of 250ml/hr and 25ml tested in spec at 6 minutes 6 seconds or 98% of expected accuracy. Device was sent for preventive maintenance. Log review shows on (B)(6) 2024 and 6:34am an infusion start of 27.5ml/hr and 110ml (piggyback; dl: zosy 4.5). At 6:40am infusion was stopped with a volume infused to 2.7ml and pump was started on primary 25ml/hr. At 6:41am primary infusion was stopped with a volume infused to 0.04ml and pump was started on piggyback. At 6:42am an upstream occlusion stopped the piggyback infusion with a volume infused to 3.3ml with no further infusions taking place that day.

Event description:
As reported by the user facility: antibiotic witnessed infusing like a bolus.